Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: tendril MRI lead.

Event description:
Related manufacturer reference number: 2017865-2019-08261. It was reported that the right ventricular lead exhibited no capture. The patient mentioned that they had been hammering after initial implant which might have caused the lead to lead dislodgement. During the lead revision, the helix could not retract. The right atrial lead had also dislodged. A minor amount of blood was noted in the lumen of the lead by header. Both leads were explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any anomalies. Visual analysis found damages that are consistent with procedural damage.